Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to the customer¿s blood glucose level, which was reported as 120 mg/dl, indicating it was within the normal range. Corrective actions involved returning the device with plans to provide a replacement pump to the customer.